Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation, received on jul 28, 2022 with catalog number (mcghan 450cc). Visual analysis of the returned device identified: crease fold, wear abrasion, yellow biological tissue on the shell, an opening on posterior, and white calcification on the shell. Leak test and microscopic analysis was performed which identified: a crease sharp opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a crease sharp opening on posterior assessed as fold flaw opening.